Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified inferior knee artery. A 5.00mm/ 2.0cm/ 135cm peripheral cutting balloon was selected for use. During procedure, it was reported that the balloon ruptured upon third inflation at 6atm. The device was removed from the patient's body without any problem. The procedure was completed with a different device. No patient complications were reported.